Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization (cds) process stating that there were no deviations or concerns about reprocessing. The automated endoscope reprocessor (aer) used was serie 4 with anios detergent and soluscope peracetic acid (paa) disinfectant, there were no defects with the aer used. All channels were connected with tubes when the endoscope was setting up into the aer, the concentration and expiration date of the disinfectant was controlled. The water quality of the controlled rise water was filtered water, and the water filter is replaced periodically in accordance with the instructions for use (IFU). The device was dried by blowing filtered compressed air and is stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The suspect device was returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu/endoscope of coagulase-negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The physical device evaluation has been completed. The device evaluation found that there were no malfunctions with the device. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for unexpected contamination. All channels were sampled on may 22, 2023 and tested positive for more than 100 colony forming units (cfus) / endoscope of pseudomonas aeruginosa. The device was sampled again on june 5, 2023, and all channels tested positive for 11 cfus/endoscope of gram-positive bacteria. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.